Event description:
Consumer complaint of high blood results. Customer normally is 150mg/dl. Last 5 results in memory: 302mg/dl, 597mg/dl, 205mg/dl, 361mg/dl, and 442mg/dl. Based on parkes error grid analysis, the bias between the highest result in the memory (597) and the normal result (150) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found.most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer normally is 150mg/dl. Last 5 results in memory: 302mg/dl, 597mg/dl, 205mg/dl, 361mg/dl, and 442mg/dl. Based on parkes error grid analysis, the bias between the highest result in the memory (597) and the normal result (150) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.